Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch report 1901760000-2020-8045, that during a right hip hardware removal procedure, the bur broke. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported via medwatch report (B)(4), that during a right hip hardware removal procedure, the bur broke. It was also reported that there were no adverse consequences as a result of this event.